Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the footswitch was causing the intermittent failure. The footswitch was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system would not fluoro at the start of a procedure. There was no adverse patient involvement reported. There was no patient information reported.